Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level up to 438 mg/dl. The customer¿s current high blood glucose 100 mg/dl. The customer had treated high blood glucose with injections. Customer did not allege insulin pump was under delivering. The product was not returned for analysis.